Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) and the front te. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wire.